Event description:
Drive devilbiss healthcare is the initial importer of the device which is a wheelchair. The end-user's family is in possession of the wheelchair. It is not available for evaluation. The end-user's family member has advised that the end-user was being transported by a local transport company. The brakes of the chair were not locked. The wheelchair rolled down the ramp. The end-user fell and broke his femur. He reportedly died from the fall. The transport company is suggesting that the device was faulty. Date of death and medical information is not available due to hippa restrictions.